Manufacturer narrative:
(B)(4). The device was evaluated at (B)(4). Visual inspection found particulate matter floating in the bladder. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter in the reservoir. The device was compounded with flucloxacillin. There was no patient involvement. No additional information is available.